Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel, which resulted to a lead safety switch (lss). The device exhibited oversensing of noisy signals due to the lss unipolar configuration. Consequently, there was pacing inhibition. The plan is to perform isometrics on the patient, a chest x-ray, and reprogramming. Technical services (ts) reviewed the reports and found that the right atrial (ra) lead channel also exhibited a decrease in impedance. The ra impedance remains within range. Ts provided their insight on the reprogramming and suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel, which resulted to a lead safety switch (lss). The device exhibited oversensing of noisy signals due to the lss unipolar configuration. Consequently, there was pacing inhibition. The plan is to perform isometrics on the patient, a chest x-ray, and reprogramming. Technical services (ts) reviewed the reports and found that the right atrial (ra) lead channel also exhibited a decrease in impedance. The ra impedance remains within range. Ts provided their insight on the reprogramming and suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel, which resulted to a lead safety switch (lss). The device exhibited oversensing of noisy signals due to the lss unipolar configuration. Consequently, there was pacing inhibition. The plan is to perform isometrics on the patient, a chest x-ray, and reprogramming. Technical services (ts) reviewed the reports and found that the right atrial (ra) lead channel also exhibited a decrease in impedance. The ra impedance remains within range. Ts provided their insight on the reprogramming and suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Correction to field b5: describe event or problem. Correction to field h1: type of reportable event. Correction to field h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel, which resulted to a lead safety switch (lss). The device exhibited oversensing of noisy signals due to the lss unipolar configuration. Consequently, there was pacing inhibition. The plan is to perform isometrics on the patient, a chest x-ray, and reprogramming. Technical services (ts) reviewed the reports and found that the right atrial (ra) lead channel also exhibited a decrease in impedance. The ra impedance remains within range. Ts provided their insight on the reprogramming and suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis. No additional adverse patient effects were reported. The device was not returned for analysis. Good faith efforts made to the field representative indicates that the device remains in use. The device was reprogrammed. The patient will continue to be monitored. No adverse patient effects were reported.